Event description:
It was reported that multiple intermittent occlusion alarms occurred. This issue caused their blood glucose level to exceed 500 mg/dl, specifically reaching 539 mg/dl. The customer's blood glucose level was corrected with a bolus via the pump, and they did not require third-party assistance. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Additionally, the customer was using cold insulin in the cartridge, not properly removing residual air, and wearing the cartridge with tubing facing up. The customer was educated on the proper load techniques. To resolve the issue, the customer changed their infusion set and cartridge and resumed insulin therapy.